Event description:
A pt diagnosed with diverticulitis, underwent laparoscopic sigmoidectomy on nov 30th. An end-to end anastomosis was created with the car device 10 cm from the anal verge. The surgery course was uneventful. Fever was indicated on pod 5 and anastomotic leak and sepsis were then indicated.

Manufacturer narrative:
This report is submitted on behalf of the MFR and the importer. No corrective or remedial actions were taken due to the following: the production history file of the device was reviewed and found to be in order and the ring was found to be released according to the product specifications. It was reported that there was a blood supply problem and that the ring was not returned since there was no product problem. In this relation, it should be noted that insufficient blood at the anastomosis is one of the most significant causes of anastomotic failure. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.